Manufacturer narrative:
An attempt has been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that many of the monitors are not retaining facility parameters that were programmed initially. Many of the monitors are not plugged in and the monitors were losing the facility parameters when the battery supply was empty. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During investigation the battery was found unplugged from the device. Additionally, when the unit unexpectedly powered off the user settings were reset to factory default. The device software was upgraded and the issue was resolved. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.